Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple system pcb assembly, fuse and electrical connections were evaluated and reseated. The cine hard disk drive and system hard disk drive were replaced during the service event. System software was also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system inter-mixed patient image data. No patient serious injury or death was reported related to this event.